Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, a general practitioner administered an intravenous infusion to a patient using an intravenous cannula. After the cannula was successfully inserted, fluid leaked from the cannula tubing. Upon noticing this, the cannula was immediately removed, the puncture site was compressed, and a new puncture was performed to administer the infusion.

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant testing, and the defect status of the sample cannot be identified, so the root cause of the leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.